Event description:
Pt was put on dialysis after rinsing dialyzer and immediately experienced shortness of breath, mild chest pain, and lower blood pressure. Dialysis was immediately terminated and after a short period, the symptoms disappeared. Dialyzer was rinsed a second time, pt put on dialysis again with no reaction. Dialysis was completed.